Event description:
Constant knee pain reported three years post-op. At revision, tibial component completely loose. Plenty of cement stuck to the cement. Femoral component not fixed.

Manufacturer narrative:
The products were not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.